Event description:
A us distributor contacted zoll to report that a patient developed a pre-existing fungal infection under the lifevest equipment. There is no indication that the infection was caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a medication for the skin irritation. Follow up indicated that the medication helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.